Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that there was no complaint with the device, but usage resulted in injury to the patient. They stated that the injury could result in permanent impairment or require additional surgical procedures.